Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lap excision of a uterus lesion, the device was used to dissect myoma from a small incision site. The pencil was then placed on the upper abdominal area of the patient every time after activation. Post procedure, burn marks that looked like thermal damage from the electrode tip were observed on the upper area from the umbilical region. About 10 marks were seen. The marks were not carbonized. The degree of burn was not determined and information regarding type of treatment is not available. Patient information was not disclosed.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 01/24/2017. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The device instructions for use state always place the active electrode in a clean, dry, insulated safety holster when not in use. Electrosurgical accessories that are activated or hot from use can cause unintended burns to the patient or surgical personnel.